Event description:
Several pt samples generated erratic results for multiple assays. The following 11 pt samples gave discrepant results. All repeat testing was performed on an integra. Sample 2, initial albumin gave 6.2; repeat gave 3.5 g per dl. Sample 3, initial albumin gave 5.8; repeat gave 2.5 g per dl. Initial calcium gave 4.6; repeat gave 8.8 mg per dl. Sample 4, initial albumin gave 5.3; repeat gave 4.1 g per dl. Initial calcium gave 4.9; repeat gave 9.1 mg per dl. Sample 5, initial phosphorus gave 1.5; repeat gave 3.3 mg per dl. Sample 6, initial albumin gave 3.4; repeat gave 1.7 g per dl. Initial bicarbonate gave 32; repeat gave 24 mmol per l. Sample 7, initial phosphorus gave 0.3; repeat gave 1.4 mg per dl. Sample 8, initial phosphorus gave 0.9; repeat gave 3.3 mg per dl. Sample 9, initial calcium gave 3.8; repeat gave 9.1 mg per dl. Sample 10, initial bicarbonate gave 29; repeat gave 40 mmol per l. Sample 11, initial phosphorus gave 0.2; repeat gave 3.9 mg per dl. User said pt was not treated based on the initial result reported. Pts were not adversely affected. The field service representative found a clogged rinse nozzle as the cause, and cleaned the rinse nozzle. A precision check and controls were run to verify analyzer performing within specification.

Event description:
Several pt samples generated erratic results for multiple assays. The following 11 pt samples gave discrepant results. All repeat testing was performed on an integra. Sample 1: initial digoxin result gave 3.1 ng per ml and was reported. User said the nurse questioned the result and wanted the sample repeated. Sample was repeated on an integra, giving 0.9 ng per ml. A second sample was obtained from the pt the same day, and run on the integra, giving 0.9 ng per ml. A corrected result of 0.9 ng per ml was called to the floor. Erroneous result was reported for sample 1 only. User said pt was not treated based on the initial result reported. Pts were not adversely affected. The field service representative found a clogged rinse nozzle as the cause, and cleaned the rinse nozzle. A precision check and controls were run to verify analyzer performing within specification.